Event description:
Complaints of numbness and itching in chest, cystitis, extreme fatigue, night sweats, depression, memory problems, dry eyes/mouth, arthritis in low back, neck, elbows, arms, right back, dermatitis, muscle fatigue, skin rushes, breast tenderness and hardness, general aching/stiffness, inability to lie on breast, pain, infections, neck pain, sleep disturbance, dysphagia, dizziness, hot flashes, diarrhea, constipation, headaches, bladder irritability, cold hands, trigeminal neuralgea, rashes, memory loss, night sweats and hypertension.